Event description:
It was reported that the product was sent in for preventative maintenance but a repair was needed. It was noted that the dermatome had chewed up the graft. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were in specification but erratic, the control bar was not in the correct position, the torque for the thickness control lever was loose and the control bar was loose. The motor, bearings, control bar, lever, thickness control shaft and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.